Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Analysis of the catheter found no significant anomaly.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found no anomalies. Interrogation of the pump determined it was used to infuse baclofen 2000.0 mcg/ml at 200.1 mcg/day. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity and head/brain injury. The pump contained gablofen at an unknown concentration and dose. It was reported the patient had not been experiencing the expected amount of loosening of his spasticity, so a workup was started to determine if all parts of the system were working. The medical doctor (md) completed x-rays, checked logs, and did side port aspiration; none of which showed any issues. The md also did an indium dye study which was inconclusive in showing any issues with the catheter. Also, the md completed a repeat trial below the level of the catheter which showed positive loosening that was never seen with dosing through the pump. The patient was being referred back to neurosurgery for replacement of both the pump and catheter since the issue could not be pin pointed to one or the other. The date of the planned explant was (B)(6) 2016. A family member of the patient reported they weren¿t sure how long the device hadn¿t been working. They stated there was an issue with the catheter. They thought the pump was working, but not the catheter; suspected catheter kink. A catheter indium test was done on (B)(6) 2016 and then the patient went back (B)(6) 2016 for imaging. The patient had a baclofen test in (B)(6) 2016 because it was time. The patient had had the pump in 2013 and the patient had had no relief from the pump, and the patient would get worse and worse which was the reason for questioning in 2015. They were told the dosage was too low. The patient went once a month and the medication was upped every month. The family member stated she thought the patient was up to 400 (unknown measurement) when they did the indium test in (B)(6) 2016. The patient was doing oral baclofen in the beginning and wasn¿t at the time of the report. The medication was going somewhere, but not sure where. The family member wanted to know about analysis options when the catheter was removed and replaced. The family member was to follow-up with the hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.